Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged 1 day post implant. A revision procedure was performed to remove the lead at which time the physician elected to replace the left ventricular (lv) lead with an epicardial lead. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.